Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead was stretched consistent with implant/explant damage; full lead was returned for analysis.

Event description:
It was reported the atrial lead was explanted due to an apparent lead fracture. No patient complications were reported as a result of this event.